Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, on initial deployment, the non-commissionary paddle became stuck within the paddle attachment of the delivery catheter system (dcs). The physician proceeded by slowly closing the capsule until the paddle released. The physician attempted to achieve commissural alignment by turning the dcs in the descending aorta prior to the event. A safari wire was used during the procedure. The final implant depth was 3-4 millimeter (mm) and there was no impact on the patient. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26 (serial: (B)(6) ); product type: 0195-heart valves; implant date n/a; explant date n/a conclusion: procedural images were provided for review. The images show that upon the final release of the valve, one of the paddles remained stuck to the delivery catheter system (dcs) after full expansion of the valve. It can be seen that after slowly closing the capsule, the paddle released. It was reported that there was difficulty releasing the valve paddles (tabs) from the dcs. The user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on dcs while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, if a paddle fails to immediately detach, do not torque (turn) the dcs handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t the operator can either pull slightly on the guidewire or gently push the dcs forward to release the paddle. In this case, the physician proceeded by slowly closing the capsule until the paddle released. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.